Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly analyzed. Visual inspection of the exterior of the device identified no anomalies. The device had no telemetry and could not be interrogated. As such, no review of device memory could be performed. No tones were generated when a magnet was applied to the device. An x-ray of the device revealed damage in the plasma fuse area. The device case was opened, and visual inspection of the internal components found extensive electrical overstress damage to multiple components on the flex circuit. Due to the scope of the damage, the exact area of electrical breakdown could not be determined; however, based on the findings of no damage to the exterior of the device case and no issues with the associated defibrillation lead, analysis concluded a short likely occurred within the device itself. The no-telemetry condition was caused by extensive electrical overstress damage within the device circuitry, but the precipitating cause of the damage is unknown. All device function and data were lost due to the catastrophic damage that occurred.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were implanted on friday. Over the weekend the patient received a shock. On monday when the patient presented for a device check, the device was not able to be interrogated. Several programmers were tried, the patient was moved to a different room, the power cord was replaced, but the interrogation issue could not be resolved. A magnet was applied to the device and no tones were produced. Technical services discussed with no tones when a magnet was applied, they should consider the device non-functional and replacement was recommended. It was also recommended to verify the integrity of the rv lead with thorough testing. The device and rv lead were explanted and replaced three days later. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead were implanted on friday. Over the weekend the patient received a shock. On monday when the patient presented for a device check, the device was not able to be interrogated. Several programmers were tried, the patient was moved to a different room, the power cord was replaced, but the interrogation issue could not be resolved. A magnet was applied to the device and no tones were produced. Technical services discussed with no tones when a magnet was applied, they should consider the device non-functional and replacement was recommended. It was also recommended to verify the integrity of the rv lead with thorough testing. The device and rv lead were explanted and replaced three days later. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.